Manufacturer narrative:
Additional information received: patient is at home and doing well. One controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed that during the month of (B)(6) 2014 eight (8) electrical fault alarms, 3 vad stopped, and 1 high watts alarms occurred, supporting the reported event. The controller was upgraded with the new pmc version of the smr upgrade on (B)(6) 2016. System testing didn't indicate any abnormal operation of the controller, except that their real time clock (rtc) was reset to zero. However, when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, the controller was able to keep accurate date and time. The rtc was most likely reset to zero because the controller had not been connected to external power for extended periods and its internal coil cell battery had run down. There is no evidence to suggest that a device malfunction contributed to this event. The electrical fault alarm is most likely due to an open connection on the rear phase wires that goes from the controller to the pump via the driveline connector that causes a false reading on the rear stator impedance values. The most likely cause of the vad stopped alarms may be attributed to a marginal or loose connection, resulting in electrical fault alarms and hence the vad stopped alarms. The high watts alarm was as a result of the clinician making vad speed adjustment. The real time clock (rtc) was reset to zero because the unit was not powered for an extended period of time, and its internal coil cell battery had run down. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed that during the month of july, 2014 eight (8) electrical fault alarms, 3 vad stopped, and 1 high watts alarms occurred, supporting the reported event. Analysis of the device could not be performed since the device was not returned for evaluation. There is no evidence to suggest that a device malfunction contributed to this event. The exact root cause of the reported could not be determined. However, an internal investigation has been opened to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient's controller had a "vad stop alarm" with single stator failure to start. Outcome of the patient is unknown. No other information was reported. Follow up sent to obtain more information and investigation is ongoing.